Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 407 mg/dl. The customer stated that the insulin pump alarmed calibration error shortly after insertion of a new sensor. He also observed that the device alarmed change sensor and alerted bad sensor, as well. He noted that the alert occurred while he was eating lunch. The bad sensor alert occurred after a second consecutive calibration error. He was advised to change the sensor. Nothing further reported.